Event description:
It was reported that a minibore bi-fuse ext, 2 IV cnntr, 2ckv experienced component separation during use. The following was reported by the initial reporter: "the device is not properly welded in all its connecting parts. Specifically, the set that connects to the cvc, in the part of the conjunction of the two branches of the octopus, also detaches with not necessarily violent stresses. Unfortunately this happened to a little patient of ours during an infusion. Since this is an event that cannot and must absolutely not happen as it exposes you to the risk of even substantial bleeding (which is what happened in part), of possible infection and leakage of antiblastics, I consider it appropriate to report it immediately."

Manufacturer narrative:
Investigation: a mz9279 sample was not available for investigation of this feedback; however the customer indicates that leakage was identified due to a joint separation at the "y" tubing-to-tubing connector. A review of the production records for lot 20016372 did not identify any in-process testing failures or quality deviations which may have resulted in a report for separation of the tubing at this component. Complaint could not be confirmed and the root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a minibore bi-fuse ext, 2 IV cnntr, 2ckv experienced component separation during use. The following was reported by the initial reporter: "the device is not properly welded in all its connecting parts. Specifically, the set that connects to the cvc, in the part of the conjunction of the two branches of the octopus, also detaches with not necessarily violent stresses. Unfortunately this happened to a little patient of ours during an infusion. Since this is an event that cannot and must absolutely not happen as it exposes you to the risk of even substantial bleeding (which is what happened in part), of possible infection and leakage of antiblastics, I consider it appropriate to report it immediately."